Event description:
A malfunction alarm was reported by the caller, indicating an issue with the pump, identified by malfunction code 199. There was no adverse impact on the customer¿s blood glucose level. The caller was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again only if the issue reappears.